Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that two days post treatment of dissection the patient was discharged.

Event description:
(B)(4). It was reported that vessel dissection occurred. In (B)(6) 2014, the patient experienced myocardial infarction less than twenty four hours prior to the procedure and clinical assessment indicated that the patient's qualifying condition was unstable angina. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 100% stenosis and was 30 mm long with a reference vessel diameter of 3.1 mm. The lesion was treated with a thrombectomy catheter and a 3.00 x 24 mm promus premier¿ stent. However, post stent implantation, grade a dissection proximal to the target lesion was noted. The physician then treated the dissection with a 2.75 x 12 mm promus premier stent. Following post-dilatation, residual stenosis was 0%.